Manufacturer narrative:
The reported event was addressed with phone support. No troubleshooting steps were taken as the issue was resolved. Follow up with the customer confirmed no further issues were noted in subsequent procedures. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system had unintentional movement on arm 2 with an endoscope installed. The intuitive surgical, inc. (Isi) technical support engineer (tse) found no issues on the console or system in the logs. The surgeon continued to work with no further issues. The site was advised to have the surgeon move from console 1 to console 2 if there was a concern with system performance. However, the surgeon remained at the same console. The procedure was completing as planned with no reported injury.